Event description:
The ge oec 9800 fluoroscopy system displayed a error message requesting system be shut off for 5 seconds. When rebooted, the system functioned normally.

Manufacturer narrative:
A ge oec service rep investigated the issue and found corrupt nodes in the system. The nodes were erased and re-built. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to the issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.